Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the removed articular surface identified no deviations or anomalies. This device is used for treatment. The components were reviewed for compatibility with no issues noted. A product history search conducted for the articular surface identified no other complaints for this part and lot combination. The operative notes from (B)(6) 2015 when the articular surface was exchanged note that the articular surface had come loose from the tibia and that the screw was loose. These notes also state that the other implanted components were felt to be in good condition and stable. Operative notes from the second stage of the two-stage revision for infection on (B)(6) 2012 when the removed articular surface was implanted indicate that the chosen articular surface allowed for good motion of the left knee. The operative notes from the second stage also indicate that the articular surface was connected to the tibial component using the appropriate torque wrench, but the amount of applied torque was not specified. The lcck surgical technique states that 95 in. Lbs. Or torque should be applied to the articular surface locking screw and that undertightening of the screw may allow it to loosen over time. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, dislocation is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00597206535, nexgen all poly patella, lot #61595162; manufactured zimmer (B)(4); implanted (B)(6) 2010. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a failed articular surface with a loose screw. The patient also needed a lateral retinacular release with patellar sculpting.